Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2015 with the following findings: a review of the pump black box data revealed cs 088 call service alarms. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated call service alarms. The pump case was removed, and no evidence of moisture ingress or damage to the printed circuit board was found. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that the pump emitted a cs 088 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.